Event description:
A nurse was activating the pack when the contents "exploded" in nurse's face. The nurse went to the emergency room for treatment. The company is awaiting to see whether the ruptured sample will be made available for eval. Further conversation with the customer revealed that the nurse had eyes flushed in the emergency room. No further medical intervention was required. The nurse was back to normal activities the next day.